Event description:
The customer reported that the system made a loud beeping sound when attempting to power it on and it would not boot up at all. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The isd board was replaced. The system was then found to be operating as intended.